Event description:
No complaint stated for this device.

Manufacturer narrative:
No complaint stated for this device. Investigation is not completed. This report will be updated when the investigation is complete. This is the same report as 1043534-2009-00249, 00251.